Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 6mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, upon second inflation, it was noted that the balloon ruptured vertically in the middle part at 6atm within nominal pressure. The device was removed using normal method without any problem. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.

Manufacturer narrative:
E1-initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 6mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, upon second inflation, it was noted that the balloon ruptured vertically in the middle part at 6atm within nominal pressure. The device was removed using normal method without any problem. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.

Manufacturer narrative:
E1-initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection on hypotube profile has no issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a pinhole leak 1mm proximal to the distal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A bumper tip showed no signs of distal tip damage. There was no sign of damage to either markerband. The device was attached to an encore inflation unit and the balloon was observed to have a pinhole leak.